Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit for a device-unrelated reason. The patient's device could not be interrogate. Device replacement was discussed. There were no adverse consequences to the patient as a result of the device.